Event description:
A nurse reported to baxter a connection issue in reference to the uv flash disconnect set. The nurse stated that there was a gap between the cap and the spike root when the patient connected to the transfer set using the clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample was received, visually inspected and evaluated. The complaint was not confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation. Since the lot number is known, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.